Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, and the customer stated that the low battery warning had not occurred 8 hours before the replace battery alert, and the issue was not resolved. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage was reported on the battery cap contacts or the battery compartment. The customer continued to receive battery failed alarms after inserting new batteries, restarting the pump, and using a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. No low battery alerts noted during testing. Battery cycle 4.0 received the lowbatteryalert (104) on 06/05/2025 15:58:00 after more than 7 days at 13.18 days. Battery cycle 3.0 received the lowbatteryalert (104) on 05/23/2025 01:50:00 after more than 7 days at 13.04 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/09/2025 14:39:00 after more than 7 days at 23.26 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing or in the pump history/trace files. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case on the battery tube side. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Failed battery alarms not confirmed during testing or in the power management graph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.